Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1000241251. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1000240609. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) stated he was experiencing reduced urinary flow and increased time required to empty his bladder. He also reported abrupt interruption of urinary flow during voiding. The physician believed these symptoms might be related to the patients age and decreased bladder contractility. The device remains implanted, and the patient will follow up with his physician to schedule an in office cystoscopy. No additional information was reported.